Manufacturer narrative:
Sex, weight, ethnicity, race: unk. Collamer ultraviolet absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid, in a lens vial. Visual inspection found the haptic bent and a tear in the optic. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that while injecting a cq2015a intraocular lens, diopter +18.5 into the patient's left (os) eye, the haptic tore. Reportedly, there was patient contact with the lens but it was not fully implanted. The cause of the event is reported as unknown.